Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia with ilet readings exceeding 400 mg/dl, confirmed by fingerstick, after a supply change and multiple meal announcements made as correction attempts, followed by a separate unannounced meal and a self-administered 10-unit humalog dose with subsequent glucose rising to 551 mg/dl. Symptoms included hyperglycemia without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included prolonged elevated glucose above 180 mg/dl for several hours, device alerts for high glucose persisting beyond 90 minutes, no use of backup therapy beyond the reported humalog dose, no ketone testing, no professional medical intervention, and no need for assistance. Investigation included case review, user education on potential causes such as missed meal announcement and algorithm response to sustained hyperglycemia, and recommendation to change infusion supplies and monitor glucose. Investigation of this case revealed that user behavior related to meal announcement and reliance on meal entries as correction, combined with possible infusion set or site performance issues despite no visible tubing problems, contributed to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that user interaction with meal announcements and potential infusion site issues were contributory causes.